Event description:
Report from (B)(6) stating the device had hose damage. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "hole at the hose assembly" was confirmed. During the pre-repair evaluation, there was a hole in the middle of the hose. If additional information becomes available, a supplemental report will be sent. (B)(6).